Manufacturer narrative:
Reporter phone number (B)(6). B3: date of event is estimated. The patient underwent a lead revision. The lead was repositioned. Effective therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances and lateral x-rays showed the lead had migrated. As a result, surgical intervention was undertaken wherein the lead was repositioned. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data: h6 - adverse event problem (refer to coding manual). Health effect - impact code.